Event description:
Customer reported poor quality. No patient injury was reported

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. System operates as intended.